Event description:
Customer reported intermittent wbc (white blood cell) background failures when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and checked the condition of each aperture and all counts were matching between apertures. The fse removed the bsv (blood sampling valve) and took apart the sections of the bsv, discovering that there was rust between the sections of the bsv, which had migrated to the cutouts and could not be removed. The bsv assembly was replaced, and, as a preventive maintenance, the wbc (white blood cell) bath was also replaced. The daily checks and controls were verified and met published performance specifications. Identified failure modes: the failure mode is related the bsv assembly which needed replacement. No erroneous results were generated for this event; the failure mode identified is likely to impact all analyzed (complete blood counts/differential, reticulocyte and nucleated red blood cell) parameters due to improper sample segmentation; results could be flagged, un-flagged or non-numeric. Evaluation of product labeling: per labeling ((B)(4)), the bsv is comprised of three ceramic pads. The center pad rotates, the other two are stationary. The front pad provides connections for the aspiration syringe pump and the aspiration probe, the rbc (red blood cell) pump, and a cleaning groove. The center pad provides the grooves for alignment of the rbc and wbc pumps with the rbc and wbc baths, the aspiration syringe pump to the aspiration probe, and the rbc sample segment. This section has no tubing connected to it. The rear pad provides the pathways for the rbc and wbc baths, the wbc pump, the wbc sample segment loop, and cleaning groove connections. (B)(4).